Manufacturer narrative:
There is no known patient involvement. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is (B)(4). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The contaminated heater-cooler was returned to sorin group (B)(4) for deep disinfection. Following completion of the deep disinfection process, the unit tested negative for contamination with 0 colony forming units (cfu). The unit was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for microbiological contamination (>2000 cfus) during maintenance. There is no known patient involvement.